Event description:
It was reported that the reservoir leaked. No add'l info was provided at the time of call.

Manufacturer narrative:
The analysis results of the product showed that the reservoir will leak.